Event description:
A patient, implanted in the forearm with a vascular access graft, developed an aneurysm at the site of needling proximal to the saphenous vein graft. Ablation of the false aneurysm was performed thirteen days later and the affected portion of the graft was replaced. Pt was diabetic. Prior section of graft replaced for pseudoaneurysm in 2004 (ref:2916596-2005-00099). Pta performed twice, 2004 & 2005. It was reported that the access location for the pta's was not the same location as the aneurysm.

Manufacturer narrative:
Gross evaluation of the returned graft sample (2 cm in length) confirmed an aneurysm sac about 2 cm in diameter. The sac (made of tissue) was protruding from the side of the graft and was heavily encased in tissue. All three layers of the graft appeared to be together and in the expected location relative to the rest of the graft. There was a concentration of repeated needle punctures in the area surrounding the aneurysm which appears to have damaged the graft wall. One end of the sample was 80% blocked with what appeared to be tissue ingrowth. The manufacturer has sent the graft for further analysis. The instructions for use states the cannulation sites should be rotated. Repeated cannulation in the same area may lead to damage of the graft wall and/or formation of hematoma or pseudoaneurysm. No further information is available at this time.